Manufacturer narrative:
The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of approximately 20 mg/dl. Customer consumed carbohydrates and was given a glucagon shot treat low bg. Suspected cause was due to customer being attached at site during fill cannula sequence. A system check was performed and pump was found to be functioning as intended.